Manufacturer narrative:
Investigation pending.

Event description:
Caller (distributor rep, (B)(6), on behalf of customer) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.1, lab: 1.1. Pt's therapeutic range: 2-3 inr.